Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the registered nurse had called to report that the patient had presented to the facility after his pump had alarmed empty, despite the medication bag being completely full. She had stated that the clamp near the pump had been closed, but the pump had never alarmed. The pump settings had indicated that 125ml had been given and the residual volume was 0ml. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.